Event description:
The customer stated that a falsely elevated alinity I ca 19-9xr result of 52.49 u/ml was generated for a patient sample (sid (B)(6)) that retested at 10.10 u/ml. The retest result matched the patient's historical value of approximately 10 u/ml (exact value not provided). Additional patient details are unknown. It is unknown whether the patient is diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 46238fp00 was evaluated using world wide data from abbottlink for the alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46238fp00 is within the established control limits. Based on the investigation, no deficiency for lot number 46238fp00 was identified.